Event description:
A hospital in (B)(6) virginia, reported that an rd900 neopuff infant resuscitator did not hold pressure when supplied with gas. Service was requested. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff infant resuscitator was received at our fisher & paykel healthcare (f&p) regional facility in california where it was inspected by a trained f&p technician. The unit was serviced and performance tested. Results: no fault was found with the complaint rd900 neopuff infant resuscitatotor - the device passed all performance tests. Conclusion: we are unable to determine what have caused the reported event, as the complaint unit passed all performance checks and was within specification. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. We also note that the complaint device is more than six years old. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Manufacturer narrative:
(B)(4). The complaint neopuff infant resuscitator is currently en route to fisher & paykel healthcare for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6), reported that an rd900 neopuff infant resuscitator did not hold presure when supplied with gas. Service was requested. There was no patient involvement reported.